Event description:
Boston scientific crm received info that during a follow-up visit, the pt with this right ventricular lead reported shortness of breath. High threshold measurements, poor sensing and intermittent loss of capture resulted in pacing at 40ppm. An x-ray indicated that the lead had dislodged. The lead was successfully repositioned. No syncope or adverse pt effects were observed.